Event description:
It was reported that balloon rupture occurred. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon failed to inflate and leaking of contrast was noted. The device was completely removed and a pinhole was noted on the balloon material. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.